Manufacturer narrative:
We evaluated the device and found one of the jaws was broken off and missing, the shaft was bent, and there was rust on the jaw linkage. Damage most like due to stress overload.

Event description:
Allegedly, during a foreign body emoval procedure to remove a coin, one of the jaws broke off of the instrument into the patient's esophagus. The broken piece was retrieved, and there was no harm to the patient.